Manufacturer narrative:
Product ID 3889-28, lot# v187520, implanted: 2009 (B)(6); product type lead product ID 3889-28, lot# v004518, implanted: 2006 (B)(6), explanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had trouble in the past with a broken lead wire. The reporter was unsure when this occurred but thought it was about a year after implant, "maybe in 2006". The patient¿s healthcare provider reportedly ¿repaired¿ the lead wire and ended up repositioning the lead ¿to a better location¿.